Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit had metal shavings. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a case, ratchet and 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(4) 2017 where it was reported that the comb was bent/will not mesh skin and the side plates, bushings, roller, comb and gear were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the pre-calibration and test cut could not be taken due to the bent comb. The gear, roller and shoulder bolts all had visible damage. The latching pins were removed and the set screws were missing. The stabilizer feet and set screws were missing. The device was received with a 1.5:1 ratio cutter which had the collar removed and retaining ring missing. The cutter when tested produced an incomplete cut after the collars, bushings and gear were replaced and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the comb, roller, gear, shoulder bolts and washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device could not be tested due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device could not be tested due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher had metal shavings. The event occurred during processing/during the procedure on a cadaver donor. There was no harm and a delay had to get another mesher.